Event description:
Procedure: lavh. Reportedly, while the device was being used it stuck to uterine artery tissue. According to the report this caused severe bleeding which was stopped with manual suture. The bleeding did not require any additional units of blood.